Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing catalog and lot number.

Event description:
The manufacturer service technician reported that they observed broken bur contained within the drill, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.